Event description:
It was reported that during an interrogation at clinic, low atrial sense was noted on the right atrial (ra) lead. The patient was simultaneously scheduled for a a-flutter ablation and x-ray confirmed that the lead was pulled back into the svc. The lead was explanted and replaced. The patient is in stable condition.